Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the unit started to smoke mid case. The event timing is during surgery. There is no harm to the patient or operator. There was a 5-10 minute delay. There is no additional information available from the customer. No adverse events were reported as a result of this malfunction

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined that the account reported that the unit started to smoke. The unit was replaced. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.